Event description:
It was reported that the patient underwent a lead revision procedure for an unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2020.